Event description:
It was reported that burst had recently been programmed more aggressively. The burst resulted in acceleration of ventricular tachyca rdia (vt), and the patient received a shock. The previous anti-tachycardia pacing (atp) programming had been successful in converting vt. The health professional received programming recommendations. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5071-53 lead implanted: 2003 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Event description:
It was further reported that the device was later explanted and replaced because it was nearing elective replacement indicator (eri).